Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported for documentation that the customer had a high blood glucose and low blood glucose on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer mentioned the day she got trained she actually had a bent cannula. She is also going low at night. She also wakes up in the 160's mg/dl when before be in the 200-300 range mg/dl. The customer declined to talk to help line.